Event description:
Intuvie received the pump for evaluation. During testing, the infusion pump failed the ground resistance test with a measured value of 0.145 ohm, which is outside the acceptable specification of less than 0.1 ohm. No patient involvement was reported.

Manufacturer narrative:
Intuvie received the pump for evaluation. During testing, the infusion pump failed the ground resistance test with a measured value of 0.145 ohm, which is outside the acceptable specification of less than 0.1 ohm. The failure mode was confirmed during evaluation; however, the probable cause remains undetermined. CAPA 34 was initiated to investigate the root cause of ground test failure. Reference to complaint#: (B)(4).

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.145 ohm. The acceptance criterion for this test is < 0.1 ohm. The probable cause was determined to be a component failure. The power filter module was replaced, and the ground resistance test subsequently passed with a measured value 0.095 ohm. Reference to complaint#: (B)(4).